Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.